Manufacturer narrative:
The pump was evaluated at the hospital by an animas clinical representative. Evaluation demonstrated that the pump was operating within required specifications. The pump history indicated that the patient was not fully priming the infusion set tubing prior to initiating insulin pump therapy. The patient also stated that his insulin dosage was programmed incorrectly. The patient has continued to use the pump with no reported subsequent events.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka.